Event description:
It was reported that an unspecified folfusor has not completely "run-in" even though the infusion was correctly connected and the peripherally inserted central catheter (PICC) line was also in order. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred between (B)(6) 2022 to (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.